Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a check vent: oxygen device failed error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) note that the customer reported that the v60 ventilator displayed a check vent: oxygen device failed error code in the event log. The rse advised the customer to perform the following steps - verify that the o2 source pressure was at 40 to 87 psig; perform the high-pressure leak test (section 9.5); verify the o2 flows (section 9.12); inspect the o2 inlet filter for contamination or debris; replace the o2 valve; replace the data acquisition (da) pcba. The customer reported that the check vent: oxygen device failed error code was caused by a faulty oxygen tank that was attached to the device. It was reported that after testing was performed, the device was returned to service.